Event description:
Sensor error > 3 hours - replaced sensor. Dexcom does not follow up on product support requests and refuses to replace faulty sensors which do not last the full 10 days as advertised. This sensor only lasted 5 "profanity" days!!